Event description:
The pt,a recently diagnosed niddm, was hospitalized on 12/26 for elevated glucose and diabetic control. She had been feeling ill, despite obtaining readings in the "100's" on her one touch basic meter. She visited her physician who obtained a reading of "about 500" on his meter. She was hospitalized directly from the dr's office and remained for approximately 1 month (treatment unknown). The pt reports that she was diagnosed niddm 2 months post-op (within past 6 months) for heart valve replacement surgery. The meter is very rarely cleaned and quality control tests designed to detect potentially inaccurate results are not perfomred. Calibration status is unknown at this time.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review was attempted, however, the reported serial number is not valid. At this point, co considers this matter closed.